Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. The device was received in good condition with no physical damage. The reported problem was duplicated resulting from a loose screw due to loctite not being applied. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had air bubbles and the safety clamp would not latch or unlatch. No patient was involved.